Manufacturer narrative:
The event as described is deemed a serious injury. Proper instructions and skin care techniques have been provided to end user, which includes the use of a soft cloth to separate the pouch from skin and allow air to the area when possible. Ensure to use a medication that is in powder or liquid form. End-user states that he has applied otc cortisone cream to the area which relieved the itching, but did not improve the rash. End-user was advised to use the cortisone cream in case of infection, unless physician orders otherwise. In addition, he may try an otc foot powder, and to only call physician if condition persists. End-user was provided instructions in the use of stomahesive powder, and a sample (1 bottle) has been sent in access shipment. No additional event/pt details have been provided to date. A return sample for evaluation is not expected. Should additional details be provided, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End-user reports an itchy red rash located under wafer's mass and tape border extending under the lower portion of skin barrier and behind pouch. The rash is described as having small satellite bumps along the leading edge. End-user states that they have had this rash for a long time, but intermittent usually in hot weather. The pouch is worn inside his shorts right against the skin, which causes increased perspiration behind the appliance as a result. Product has been in use for about 2 years.